Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm recurred within a week. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.